Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen did not respond when pressed and no response when pressed and no audible tone when pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, the key alignment was slightly off-centered. In addition, the key tone was not audible when a key was pressed. A review of the device history indicated multiple touchscreen fail errors and s104 (primary speaker failure) malfunction error codes. The touchscreen was recalibrated. After the touchscreen was recalibrated, the device failed the primary speaker test; however, the secondary speaker passed testing. Additional testing found fluid ingress on the bottom of the touchscreen. The probable cause of the touchscreen not responding and no audible tone when pressed was contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.